Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of covid-19 infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in ¿the zygomatic arch, contour of the mandible and pre-auricular region, oriented areas¿ with 2 syringes, one per side of harmonyca¿ with lidocaine. Two weeks after the procedure, patient had covid-19, deemed not device related. The patient was treated with koide d and colchicine. Approximately 3 months post injections the patient experienced, ¿hardened and visible nodules and the patient is very anxious¿. The patient was referred to have an ¿ultrasound examination."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected in ¿the zygomatic arch, contour of the mandible and pre-auricular region, oriented areas¿ with 2 syringes, one per side of harmonyca¿ with lidocaine. Two weeks after the procedure, patient had covid-19, deemed not device related. The patient was treated with koide d and colchicine. Approximately 3 months post injections the patient experienced, ¿hardened and visible nodules and the patient is very anxious¿. The patient was referred to have an ¿ultrasound examination."

Manufacturer narrative:
Clarification to section c. Suspect product: lot number rm 6003 ld 19e69-c.

Event description:
Healthcare professional (hcp) reported a patient was injected in ¿the zygomatic arch, contour of the mandible and pre-auricular region, oriented areas¿ with 2 syringes, one per side of harmonyca¿ with lidocaine. Two weeks after the procedure, patient had covid-19, deemed not device related. The patient was treated with koide d and colchicine. Approximately 3 months post injections the patient experienced, ¿hardened and visible nodules and the patient is very anxious¿. The patient was referred to have an ¿ultrasound examination."